Event description:
Report received of a device that powered off by itself without sounding an audible alarm. The customer contact reported that at an unspecified time, the primary line of the device was programmed to deliver d5.45ns with 20meq kc1 at an unspecified rate. The secondary line was programmed to deliver 50 mcg/kg/min of esmolol and the deliveries were started. No further programming parameters were provided. At 1430, the nurse cleared the total volume infused and noted that the device was operating. Approx 45 minutes later, the nurse returned to the pt's room and noted the device was "shut off completely." No audible alarm was noted. Reportedly, the pt's vital signs were stable and the pt was in normal sinus rhythm. The physician was notified. The IV therapies were discontinued. The pt was placed on unspecified oral medications and fluids. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.